Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated alert 39 indicating an insulin shaft encoder failure; initial troubleshooting included removing supplies and restarting, which temporarily cleared the alert, but the alert recurred persistently across multiple infusion sets and the pump was replaced. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. The device was returned for investigation. Preliminary investigation of this case revealed a pump hardware malfunction consistent with an insulin delivery motor shaft encoder failure, associated with the pump mechanism component. The device was opened for visual inspection, and all internal components were found to be intact and in good condition. Upon removal of the motor train, it was observed that the gears rotated only to the right and failed to rotate to the left. The complaint was confirmed, and the issue was traced to a faulty motor train. This behavior suggests a likely malfunction in the motor train, which may be the root cause of alert 39.